Event description:
A report was received that the patient was experiencing difficulty communicating with his ipg. A bsn representative performed troubleshooting but was unsuccessful. The physician has recommended an ipg replacement.

Event description:
A report was received that the patient was experiencing difficulty communicating with his ipg. A bsn representative performed troubleshooting but was unsuccessful. The physician has recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a surgery for rotator cliff injury and used bovie electrocautery. It was noted that the use of bovie electrocautery which discharged through the ipg had caused it to be inoperable. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was experiencing difficulty communicating with his ipg. A bsn representative performed troubleshooting but was unsuccessful. The physician has recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced. The patient was receiving adequate stimulation and was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint of a telemetry anomaly was confirmed. When received the device would not link. The device was charged to a double beep. The wake up signal was present indicating under normal circumstances telemetry could take place. The ipg was cut open and before the battery was removed, it regained telemetry functions intermittently. The micro-controller code was reflashed and it still exhibited the same behavior. Root cause of the failure is unknown.